Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. No parts were re placed. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively of a functional endoscopic sinus surgery (fess). It was reported that they were receiving an axiem communication issue on their navigation system. The system was power cycled multiple times without resolution. Initially it was reported that the site aborted use of the navigation system to continue the case. Additional information was received stating that swapping out emitter and axiom box from the navigation system was tried and the same error still continued. The connection to the computer was checked and it was found that the usb had a slight loss. Reseated everything and got it to work. The surgeon was able to use the navigation system for the case. The issue extended the surgical time by less than 1 hour. There was no impact on patient outcome.